Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It as reported that the device was originally left with all therapies and setting switched on. When checked days later, device was found with all tachy therapies and zones were off, and almost all of the brady parameters were back to shipped settings. This was resolved by reprogramming the device.